Manufacturer narrative:
Concomitant: product ID 3387-40, lot# 0208347439, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that stimulation was intermittent. The patient reportedly had symptom control after surgery. In recent weeks however, the patient felt that his tremor had returned in his hands when he was under stress. This didn¿t happen in the months post-implant. The patient also had a tingling sensation in his face and jaw, which sometimes ¿felt like a headache¿. The patient had tried turning his voltage down and the tingling was possibly less intense but was still present at times. It was noted that the patient only turned stimulation on when he was at work or going out and tended to have it off at home. The patient had not had any head knocks or falls in recent times. The reporter indicated that the patient had an appointment to see his neurologist in the coming weeks and a recommendation for impedance testing was going to be made. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported the patient did not have the impedances measured or reprogramming done yet. An appointment with their healthcare professional was scheduled in the new year.